Manufacturer narrative:
A visual evaluation of the returned device found that the r/o marker on the push catheter was broken. The push catheter was kinked at the location of the r/o marker band and was also bent in several locations throughout. Guide catheter was kinked at 7.4cm from distal end. Suture was intact and normal for post stent deployment. Suture hole was free of any tears. The stent was not returned. The investigation concluded that the condition of the returned incident device was consistent with the complaint that the r/o marker was detached. Most likely, some operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the catheters. The r/o marker likely broke as the catheters became kinked at the location of the band. Therefore, the most probable root cause is "operational context." A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used in the common bile duct during a biliary drainage procedure performed on (B)(6) 2016. According to the complainant, during the procedure, two hydra jagwire guidewires were placed inside the endoscope channel. The delivery system was inserted through one of guidewires while the other guidewire remained in the channel which caused difficulty in advancing the flexima stent through the endoscope. The physician removed one of the guidewire and was able to release the flexima stent into the bile duct. The delivery system and the guidewire were then removed from the patient. The physician performed another cannulation and placed another guidewire in the bile duct. While releasing the pigtail stent the radiopaque (ro) marker detached and fell into the duodenum. The detached fragment was successfully removed using a forceps. The stent remained in the correct location and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Reported event of "catheter broken." Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used in the common bile duct during a biliary drainage procedure performed on (B)(6) 2016. According to the complainant, during the procedure, two hydra jagwire guidewires were placed inside the endoscope channel. The delivery system was inserted through one of guidewires while the other guidewire remained in the channel which caused difficulty in advancing the flexima stent through the endoscope. The physician removed one of the guidewire and was able to release the flexima stent into the bile duct. The delivery system and the guidewire were then removed from the patient. The physician performed another cannulation and placed another guidewire in the bile duct. While releasing the pigtail stent the radiopaque (ro) marker detached and fell into the duodenum. The detached fragment was successfully removed using a forceps. The stent remained in the correct location and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.